Event description:
It was reported that during morning shift check, board issued advisory 41. Crew could not clear fault. No adverse event reported.

Manufacturer narrative:
Reported complaint of "system issued advisory 41" (patient temperature sensor failure) was verified. Furthermore, battery compartment, motor cover, patient head restraints and the load cells were damaged. The temperature sensor and the damaged parts were replaced. Board passed final test. No adverse event reported.